Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.

Event description:
A literature report titled "five cases of preemptive impella insertion before weaning from cardiopulmonary bypass in high-risk patients with cardiogenic shock after open heart surgery" was received by abiomed which stated that "a patient in japan underwent total arch replacement, CABG, and insertion of an impella 5.5 (through the ascending aorta) for distal aortic arch aneurysm and asymptomatic myocardial ischemia. After surgery, the impella flow rate gradually decreased, and re-thoracotomy was performed for cardiac tamponade the day after surgery. However, the hemodynamics remained unstable, and the patient expired on the third day after surgery." There is not enough evidence to exclude impella as an associated factor in the patient's outcome.